Event description:
On (B)(6) 2025, a patient was undergoing a m.r.I. Ultra slimport placement procedure, for an unknown medical condition. During the procedure, it was reported that air was entering through the pink needle. Additionally, it was reported that embolism was observed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one MRI ultra slim port implantable port kit with all the components including one introducer needle. Visual, microscopic visual, and functional evaluations were performed. Cracks were noted within the introducer needle hub. Upon infusion, leaks were observed from the introducer needle hub. Aspiration was attempted and was unsuccessful as water did not fully return to the in-house syringe. Air was leaking due to crack in the hub. Therefore, the investigation is confirmed for the reported air leaking and identified needle hub crack. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (device, component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing an m.r.I. Ultra slimport placement procedure, for an unknown medical condition. During the procedure, it was reported that air was entering through the pink needle. Additionally, it was reported that an embolism was observed. The current status of the patient was unknown.